Manufacturer narrative:
Correction: upon receiving new information, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The lead was not implanted due to it being dropped. The lead never left the sterile table and was not used in the procedure.

Event description:
New information received reported that the lead was not implanted due to it being dropped. The lead never left the sterile table and was not used in the procedure.

Event description:
It was reported that the right atrial lead was not implanted on (B)(6) 2018, due to an unspecified issue. No further information was available.